Manufacturer narrative:
The two devices subject to this investigation were returned to the MFR for eval. It was visually confirmed that the packaging had been de-laminated. The mfg history records were reviewed, no issues were identified which may have contributed to this event. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". The root cause is undetermined.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that these devices were not used on a pt and there were no adverse consequences. It was further reported that there were no delays as a result of this event.